Manufacturer narrative:
There was no reported event for the returned lead portions. A complete lead was returned in two pieces. Visual inspection of the lead found full breach degradation at 4.4 cm to 4.5 cm from the connector pin adjacent to the connector boot. External abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can was found at 36.5 cm to 37.0 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.